Event description:
The hcp reported that the pt had a pump refill done with in 2004. 6 days later, the pt presented with "symptoms" and was admitted to the hospital. The pt was treated for meningitis "due to an unknown source - presumably from culture taken from pump reservoir, it contained suspected bacteria." While one culture from the reservoir grew an organism, multiple other cultures were negative. The organism was felt to be a contaminant and not a pathogen. A follow up report will be sent when additional information is received.